Manufacturer narrative:
On 6-jun-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure wit a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified bubbles in the hub in the sheath. The bubbles could not be withdrawn. The sheath was replaced and the case continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water, and no leakage, air or bubbles were observed. Device history record was performed for the finished device number lot 00002238 and no internal actions related to the complaint were found during the review. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure wit a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified bubbles in the hub in the sheath. The bubbles could not be withdrawn. The sheath was replaced and the case continued. No patient consequences were reported. Additional information: the physician was concerned air may be introduced to the patient. The physician attempted to remove bubbles multiple times by drawing a negative off the side arm. No medical intervention was required. The patient had not exhibited any neurological symptoms since the procedure was completed. Air flow into side port is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).